Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter aortic bioprosthetic valve, the valve was deployed under conscious sedation. Following deployment, severe aortic regurgitation (ar) due to paravalvular leak (pvl) developed. The pvl was accompanied by severe secondary mitral regurgitation which led to hemodynamic collapse. In consequence, the patient¿s respiratory status became unstable, conscious sedation was converted to general anesthesia, and mechanical ventilation was initiated. Post-dilatation of the prosthetic valve was required. Adjustment of vasopressor therapy was required. Intravenous therapy (IV) medication was required and included furosemide, norepinephrine, potassium canrenoate. Diagnostic tests were performed. Hemodynamic status improved. Conflicting information was reported that the severe pvl was reduced to severe pvl following the dilation of the valve. Prolonged hospitalization was required. Per the physician, the event was not related to any device, nor the valve implant procedure. The event was reported as resolving.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the severity of the pvl following the dilation was reduced to moderate. Transthoracic echocardiogram (tte) performed the day after the valve implant procedure identified the pvl as mild to moderate.